Event description:
The customer alleged no audio alarm on power up. The customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The audio alarm was replaced as a precaution. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission that this device caused or contributed to the event alleged in this report.